Event description:
It was reported that when the devices were used during a lung resection procedure, the last staple malformed. Another device was used to complete the case with no consequence to the pt.